Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for follow-up, several noise reversions and inappropriate auto mode switch episodes due to noise on right atrial lead was observed. Noise was reproducible in clinic with isometrics. There was also undersensing of atrial arrhythmias due to the programmed sensitivity setting. Programming changes were made. Patient was stable.